Event description:
Reporter indicated that a patient presented with high lead impedance during routine diagnostic testing. The treating neurologist did not see a cause for the high impedance from reviewing x-rays. The patient underwent only generator revision surgery, which did not resolve the high impedance. The treating physician believes that the high impedance may be due to possible fibrosis or a lead break. The patient has presented with voice alteration. Revision surgery is not scheduled at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.